Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had a smaller septum and the physician had to stick a little more posterior in thicker portion of septum. One clip was successfully deployed on the mitral valve. To further reduce, another clip was inserted and placed on the mitral valve. However, while attempting to deploy, the clip did not separate from the mandrel. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of 2. The clip was stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
Subsequent to the previous report, the additional information was received regarding this patient: this patient was also part of an abbott trial. (B)(6) - repair mr ide study patient ID: (B)(6).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.